Event description:
See initial report.

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility and found out that the device was tripping the fuse. He verified that it was due to a damaged compressor. Indeed, by unplugging the compressor from the ac mains board the device could stay on. The device was replaced with another. The root cause of the reported issue could be a defective compressor. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: the affected device was returned for further investigation. Results revealed that the root cause was a hole in the evaporator.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not cooling down as expected. There was no patient involvement.